Event description:
Ovarian cystectomy - "customer stated that the retrieval bag tip fell off inside of pt during procedure. They were able to retrieve the tip but it took time. Sales representative took a look at the actual bag which looks completely in tact from the string to the guide bead up to where the bag was cut and the bottom piece was missing. Spoke to the surgeon today and he did not say he could remember a problem with the bag and said the bag was cut after the specimen was taken out of the abdomen and that nothing needed to be retrieved out of the abdomen."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.